Event description:
While priming a container of diluent on the lh500 instrument, the customer reported a leak of fluid from the manual probe. The volume was reported as approximately 20 ml and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The field service engineer (fse) found the manual mode did not return from the extended position on the instrument as the valve 17 responsible for that action was not working (vl17). The fse replaced vl17 and resolved the leak. Upon recur, this failure mode could impact cbc/differential/retic results.